Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that dislodgement was observed. Lead was successfully repositioned. A reintervention was performed two weeks later and the physician feels the dislodgement was caused by the suture sleeve not being tied down properly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.